Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the safety activated so quickly that the surgeon could not insert the trocar. A new trocar was introduced to complete the case. There was no pt consequence.

Manufacturer narrative:
Info not available, device not returned for analysis.